Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The contrast, ok and down arrow keypad buttons responded normally when pressed. The up arrow keypad button had intermittent response when pressed. All of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under all the button contacts. On testing, no defect of the audio bolus button was found.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that the audio bolus button was not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.